Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the drill bit broke off during surgery. The piece was left in the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Product was not returned so no product evaluation could be conducted. Part and lot number are required to review device history records and lot number was not provided. This device was used for treatment. Unable to perform a compatibility check based on provided information. Generic complaint history review was performed as lot number was not provided. No medical records were received. Risk assessment did not identify any new risks. Root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event.